Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed an unknown error message" was confirmed during the functional testing and the archive data review. Observed user advisory (ua) 45 (not at "home" position after power-on/restart) error message during testing. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The archive data review showed occurrence of multiple ua45 (not at "home" position after power-on/restart) error messages, thus confirming the customer reported complaint. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed an unknown error message after use. No further information was provided. No known impact or consequence to patient information was provided.